Manufacturer narrative:
Customer quality (cq) engineering investigation: this complaint is confirmed. Device tip is not broken but is twisted. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. The 03.130.010 stardrive screwdriver shaft is a reusable instrument used in the variable angle locking hand system. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended for both instruments. Visual inspection device tip is not broken, but the distal most 3mm is twisted approximately 45 degrees in the direction of resistance met during screw insertion. The overall length of the device measured 49.99mm at cq which is within specification of 49.50mm - 50.50mm per drawing and confirms along with visual inspection under 5x magnification that the device is not broken. DHR review for part # 03.130.010 lot h055295 no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Most likely due to application of excessive torque as evidenced by the tips twisting on all 3 devices and ultimately breaking on 2of3 devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review for part # 03.130.010 lot h055295, release to warehouse date: 28 aug 2016, expiration date: na, manufactured by (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufactured by (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 3 t-4 screwdriver heads are broken off inside the screws during a both bone fracture both radius and ulna on (B)(6) 2017. All screw head were retrieved. The surgeon was able to us and another similar screwdriver from the synthes screw removal kit. He than took a identical screw from a old variable angle module set to complete the fixation. There was a 15 minute delay. No further medical intervention was necessary and the surgery was completed successfully. This complaint is for 3 devices. This report is 3 of 3 for (B)(4).